Event description:
International customer reported that a pt went into anaphylactic shock two days after unspecified hernia surgery. The pt then developed acute edema of legs. The pt was seen in the emergency room 6-10 times over next four weeks. No further details were provided.

Manufacturer narrative:
Date sent to the FDA: 07/11/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.